Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose value was 496 mg/dl at the time of incident and then it went up to 595 mg/dl. Customer stated they were not able to put right setting. The device will not return for the analysis.